Event description:
It was reported that pump battery depleted too quickly, which led to pump shutdown. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer delivered correction bolus using pump and did not require third-party assistance. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.